Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds0255 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patient from the hospital¿s chest radiotherapy underwent catheter placement. After connecting the extension tubing supplied with the 7655405 catheters (lot. Reds0255), the operator heard no ¿click¿ sound. When conducting inspection, the extension tubing was disconnected just with a gentle pull. Replaced the extension tubing with spare separately-packaged one, and the catheter placement procedures were completed. Afterwards, the operator told us that there were no improper human errors and believe the event was caused by a product quality problem.

Event description:
It was reported that patient from the hospital¿s chest radiotherapy underwent catheter placement. After connecting the extension tubing supplied with the 7655405 catheters (lot. Reds0255), the operator heard no ¿click¿ sound. When conducting inspection, the extension tubing was disconnected just with a gentle pull. Replaced the extension tubing with spare separately-packaged one, and the catheter placement procedures were completed. Afterwards, the operator told us that there were no improper human errors and believe the event was caused by a product quality problem.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The connector pieces were returned assembled. A microscopic observation revealed a small gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece. An attempt was made to disassemble the connector pieces and the connector was found to be able to be pulled apart by hand with relative ease. Once the connector pieces were dissembled, the locking arms of the proximal connector piece were found to be slightly damaged. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.